Event description:
It was reported that a (B)(6) caucasian hispanic/latino female patient had undergone a primary breast augmentation surgery with implantation of an unknown mentor saline implant prosthesis. Post-operatively, the patient experienced joint pain in their ankles, knees, and wrists which has affected their ability to work. Other symptoms include depression, muscle weakness, and shortness of breath. Lastly, the patient has observed bilateral breast shrinkage and that she can breathe better when their breasts are pulled upward. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-13496 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).